Manufacturer narrative:
(B)(4). Medical product - oxf uni tib tray sz b rm PMA , item 154721, lot 188980, therapy date - (B)(6) 2018. Medical product - oxf anat brg rt sm size 6 PMA, item 159571, lot 215270 therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00755 and 3002806535-2018-00756.

Event description:
It was reported that a patient underwent an initial hip procedure and subsequently the patient was revised due to loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.